Event description:
As a type one diabetic using an insulin pump, I also use dexcom g7 sensors to manage my glucose levels. As a senior on a medicare advantage plan, I am allowed nine sensors for a 90 day period. While I have had some sensor failures in the past few years, of the nine sensors in my last shipment, five have failed during the start up. I have called dexcom to report the issue each time and they will send me a replacement, but it may take 5 to 7 days to arrive. This morning, I inserted a sensor and it failed within five minutes. I inserted the last sensor that I had and it also failed. There has been no obvious damage to the product before use and I am an experienced user so it's not human error. It would be so helpful if the regulations would allow for an additional sensor to be included occasionally with my 90 day coverage. Patients shouldn't have to purchase medical devices out-of-pocket when there is an issue with product reliability. I am not sure if this is an FDA issue or a medicare issue but would appreciate any effort to make things a little less unsafe for diabetics. Health effect code: 4582. Device code: 2917. Ref reports: mw5178417, mw5178418, mw5178419, mw5178420, mw5178421, mw5178422.